Event description:
It was reported to boston scientific corporation that three days after placement of a standard balloon replacement g-tube in a peg procedure in 2008, the balloon was found to be damaged. According to the complainant, the balloon may have been damaged during placement because, the doctor put the thread through the device to fit it to the body. Another peg device was used to complete the procedure (device unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Other (damaged balloon). These codes were selected by the manufacturer based on information obtained from the user facility. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.